Event description:
A healthcare professional reported that a patient was injected with 0.55cc of juvéderm vollure¿ xc in the nasolabial fold. Approximately 3 weeks later, the patient was presented with a firm red nodule at the injection site. The injector treated the patient with 150 units of hylenex and prescribed 500 mg of keflex twice daily for 10 days. One week later, patient presented with firmness, so the injector treated the patient with 500 units of hylenex. A few days later, the patient was present with a firm red nodule so the injector then treated the patient with 150 units of hylenex. Two weeks later, the patient presented with a "firm nodule which moved above the upper lip." The injector treated the patient with 450 units of hylenex symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.